Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 400 mg/dl. The customer felt symptoms of a dry mouth. The customer did not mention any type of treatment for their high blood glucose levels. The customer declined to check for air bubbles and declined checking the settings on their insulin pump. The customer was advised to monitor their insulin pump. The customer did not return the product back for analysis.